Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement due to the pump auto inflating the cylinders. The patient would pump, and the cylinders inflated, but the pump never got hard and it kept pumping and inflating. Only the pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.